Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Adding manual injection treatment for hyperglycemia as per the case notes with this report. Updated summary: customer reported having a high blood glucose on july 13, 2024. Customer alleged it was due to insulin flow block. The high was treated with pump and manual injection. Customer was waiting for the emergency team. Bolus pattern was off per helpline. Customer was to check with the doctor to see if it was off per the doctor. Pump was used within 48 hours of the high. Per carelink, pump was not in smartguard at the time of the high when customer called. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no delivery alarm. The customer reported blood glucose value of 433 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), emergency medical services/ambulance/emergency room visit. The event involved product(s) mmt-332a, mmt-1884l, mmt-396at, mmt-7040a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-396at. No product return is required for mmt-7040a.